Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Reportedly, the device was will not be returned due to hospital policy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since a leak was observed in the steerable guide catheter. It was reported that this was a procedure treating tricuspid regurgitation grade 4. The steerable guide catheter (sgc) was advanced to the right atrium, when it was noted that sgc would not hold the fluid column. Aspiration was performed, however, the sgc would still not hold the fluid column. This sgc was removed from the anatomy and another sgc was successfully used in replacement. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported in leak (loss of fluid column) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.